Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that his one touch ultra meter was not powering on. In addition, the pt reported that just prior to the power issue, the meter's display would remain frozen on the startup screen. The medical surveillance specialist spoke with the pt three days prior, and obtained the following info. The pt reported that the alleged power issue began approximately one month prior to contacting lfs. The pt stated that the power issue was initially intermittent and confirmed, he was able to test his blood glucose through 2009. The pt did not recall the specific date, the subject meter's display froze; however, reported that after replacing the subject meter's battery, the reported device would no longer power on. Despite the issues, the pt stated that he continued to take his usual dose of insulin (5 units of r in the morning and 20 units of n at night) on a daily basis. On an unspecified date/time, after the alleged issues began, the pt claimed he broke out in a "horrible sweat". The pt claimed he was unable to test at the onset of the symptoms as a result of the alleged power issue; however, he treated himself with food and drink in response to the symptoms and felt better afterwards. The day after the incident, the pt reported that he went to the clinic for a scheduled appointment and his blood glucose was "145 mg/dl" when tested with the clinic's meter. The pt denied receiving medical treatment for his diabetes at the time of the doctor's visit. At the time of troubleshooting, the cca noted that the subject meter would not manually power on. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported power issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.